Manufacturer narrative:
Concomitant medical products: 4549 lead, implanted: (B)(6) 2006; 694765 lead; 5076-52 lead, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection with the antibacterial envelope in place. A device pocket culture revealed the organism responsible was propionibacterium acnes. The device was removed, replaced, and the patient was placed on antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.